Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless footswitch did not connect to its base station. Philips has confirmed that the reported failure is due to a connectivity issue. To resolve the issue, fse replaced the wireless footswitch and base station and then paired the wireless footswitch to base station. The connection failure in the wireless footswitch has been resolved with a software update. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The defective part was wireless footswitch, wfs base station was sent for failure analysis and all the functional test was performed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch will not pair and needs to be replaced. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the new footswitch was installed and paired to the base station, the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.